Event description:
It was reported that the balloon of the fogarty catheter, model 120404fp from lot 63464776, did not inflate during the inflation test before use. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one, model 120404fp catheter without any attached components. The balloon did not inflate due to leakage from the distal area of the balloon. A closer examination found that the balloon was deteriorated, and many holes were observed at the distal area. After cutting the proximal windings, the edges of holes did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of the balloon of the catheter unable to inflate was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Engineering evaluation was completed. A CAPA was initiated for this issue and a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.